Manufacturer narrative:
One (1) expedium 6mm double lead bone tap [product code: (B)(4), lot no: ng40131] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located approximately 70mm¿s away from the tap¿s distal tip. The fracture analysis report showed evidence of plastic deformation and a rough appearance across the entire surface indicating that the tap underwent a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the tap breaking cannot be positively determined. However, the fracture analysis report showed evidence of plastic deformation and a rough appearance across the entire surface indicating that the tap underwent a quasi-static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint intake contact spoke with rep on the phone. Surgeon was tapping pedicle when instrument broke. Broken piece was retrieved.